Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) due to the device has not worked for a while. Artificial urinary sphincter was revised so the dr. Decided to revise the ipp as well. All components were removed and replaced. The patient had no further complications.